Event description:
Customer claims that the alarm does not sound when pressure is released from the sensor. The unit was replaced with new batteries and tested with a new sensor. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results - evaluation for the returned product found the battery door is missing. The alarm case is damaged and the rj-11 receptacle is lifted up. The red battery wire insulation is damaged and wire is exposed, but still attached. When tested, the alarm powered on, but there is no alarm tone when pressure is released from the sensor. The tone selector and the fail safe feature did not work. (B)(4).